Event description:
It was reported that a user experienced repeated loss of continuous glucose monitor (cgm) readings on an ilet paired with a dexcom g6 sensor and a relatively new transmitter, where the system completed two-hour warmups, briefly produced readings, then prompted to start a new sensor, resulting in dosing suspension and necessitating manual multiple daily injections. No reported symptoms. Outcomes included temporary interruption of automated insulin dosing and reliance on fingerstick blood glucose values for continued therapy. Investigation included user education and troubleshooting steps, such as re-entering g6 information, toggling between g6 and g7 settings, and advising sensor replacement. Investigation of this case revealed that pairing and warmup sequences completed but were not sustained, consistent with sensor signal acquisition failure on the integrated system. It was concluded that the event involved a sensor data availability failure leading to automated dosing suspension, with mitigation achieved through mdi and planned sensor replacement.